Event description:
It was reported that during the unk surgery, after the 5th fire, the staples were not good formed. The tissue had oozing. Used hemostatic material to stop bleeding. Changed a new cartridge to continue the surgery. No other information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4: batch # 922a84. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with the one-piece sled missing and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review. A manufacturing record evaluation was performed for the finished device batch number 922a84, and no non-conformances were identified. Additional information was requested and the following was obtained: how was the bleeding controlled? Hemostatic material and pressure control how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.